Event description:
Sales rep reported that a customer is having problems with stopcock product. A hospital employee sent an email with vague info that the staff has had several exposures to blood because the stopcock leaks. Another hospital employee reported that the stopcocks are leaking and have to be changed multiple times. Several voicemails and emails have been sent to customer to obtain more info. Unsure if product will be returned. There was no pt harm reported and no medical intervention was required. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.